Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly of ten minute durations were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.